Event description:
It was reported that the pump battery would not charge even though caller used tandem charging cable and alternate power block. There was no reported impact to the customer¿s blood glucose level. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable.